Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the surgeon placed a trial size 16 fine, when he tried to insert the plug, it broke. Left in situ with a second plug added.